Event description:
Erosion of implantable pulse generator (ipg), with pain and purulent discharge, ipg system explant, laser lead extraction, antibiotics commenced, cultures pending. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).